Event description:
It was reported that during a laparoscopic cholecystectomy procedure, misfired clip on application to duct. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by "misfired clip?" Was clip malformed? Yes. It did not close completely flush. Pictures are available w product and sent back was clip unformed? Was clip scissored? Please provide more specific information regarding issue experienced by user. Conclusion: based on the photographic evidence the event description can be confirmed. However, based on photographic evidence alone the cause of the complication cannot be determined. Hands on analysis of the device may provide the evidence necessary to determine the cause of this complication. The hands-on analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 10 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.